Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) could not be cycled. During the procedure, an aneurysm of the device was identified. The cylinders and rear tip extenders were removed, while the reservoir was drained and retained. A malleable prosthesis was implanted. There were no patient complications reported.